Event description:
Per the clinic, the patient developed drainage around the implant site and was treated with antibiotics for 10 days (specific date not reported). The patient subsequently experienced skin breakdown and an infection at the implant site leading to extrusion of the receiver/stimulator (date not reported). The device was explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.